Manufacturer narrative:
Clarification to d4 device information: "biocell textured saline breast implants" clarification to d6a implant date: partial date 2007. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "possible deflation" and "exchange of textured implants". This record is for the left side. The device remains implanted.